Manufacturer narrative:
Concomitant medical devices: 5076-58, lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and nerve stimulation. The left ventricular (lv) lead was turned off and the patient's heart failure symptoms worsened. The lead was capped and replaced. No further patient complications have been reported as a result of this event.